Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed that (B)(4) was involved in a series of power disconnect alarms that appear to have been caused by a faulty cell within the battery. However, analysis of the device could not be performed since the device was not returned for evaluation. The confirmed malfunction is related to the reported event. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the patient was seen in the clinic for interrogation and labs, log files showed three power disconnected alarms had been logged on three different dates. Clinical engineering confirmed that "all 3 alarms involved (B)(4) and the code associated with the alarm is indicative of cell under voltage". A replacement battery was requested. There was no reported impact to the patient.

Manufacturer narrative:
The most likely root cause of the reported event can be attributed to a faulty weld on a cell within the battery. However, analysis of the device could not be performed since the device was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.